Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 12/14/2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a (B)(6)-year-old female patient underwent an ablation procedure for atrial fibrillation and suffered a cardiac tamponade requiring pericardiocentesis. The returned device was visually inspected and it was found in normal conditions. The catheter was evaluated for carto 3 functionality and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Then, the catheter was tested for electrical performance and it was found within specifications. Additionally, a deflection and contraction test were performed and the catheter passed the tests. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: ge ultrasound system, soundstar eco (serial (B)(4)), soundstar eco (model# 10439236 serial (B)(4)), thermocool smarttouch sf catheter (model# d134805 lot# 17677140l), webster cs (model# bd710fj282rts lot# 17645655m), carto 3 system, smartablate generator, ep workmate recording system, st jude medical stimulator. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for atrial fibrillation and suffered a cardiac tamponade requiring pericardiocentesis. During the procedure, soundstar catheter # 1 was connected to the patient interface unit (piu) and error 6101 occurred. Cable was reconnected and the issue persisted. Catheter was exchanged and the issue resolved. Coronary sinus catheter was placed, soundmerge was conducted, transseptal puncture was performed, lasso catheter and smarttouch sf catheter were inserted into the left atrium, and soundmerge was corrected via point acquisition with the lasso. Lasso was successfully placed into the right superior pulmonary vein (rspv) with some degree of difficulty. Ablation was conducted at the anterior right pulmonary vein, the anterior wall, the roof, and the posterior wall. Patient gradually became hypotensive, so ablation was stopped. Pericardial effusion was initially detected via fluoroscopy and confirmed via intracardiac echocardiography and body surface echocardiography. Pericardiocentesis was performed and yielded an unspecified amount of arterial blood. After the blood pressure stabilized, the patient was transferred to the intensive care unit. Patient did not require extended hospitalization. Patient fully recovered. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Physician indicated that a perforation occurred during the difficult placement of the lasso catheter into the rspv. Transseptal puncture was performed with a japan lifeline transseptal needle. There is no sheath information. Generator was set on power control mode. There is no further information regarding generator settings, power titration, overall ablation time at the site of injury, last ablation cycle time at the site of injury, or irrigated catheter flow setting. Patient did not receive anticoagulant during the procedure. Error 6101 occurred when the soundstar catheter was connected. Soundstar catheter was not in the patient at the time of error 6101. Devices that were connected to the carto 3 system at the time of the error included a st. Jude medical stimulator, a smartablate generator, and the recording system. There is no information regarding if the mapping catheter was connected to the carto 3 system prior to connecting the soundstar catheter. Soundstar catheter was connected to both the carto 3 system and the ge ultrasound system when the issue occurred. Cartosound/uls was selected on the carto 3 system. Procedure room was not a stereotaxis lab. There is no information regarding spi value, catheter proximity, or catheter zeroing. This error is not MDR reportable as the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote.

Manufacturer narrative:
Additional information was received on november 10, 2017. There was no report of any resistance or difficulty during insertion or removal of the catheter. The knob/piston of the catheter was able to be turned and/or pushed up and down. The deflection issue was not reported clearly. The physician commented that the there was no problem with the bwi device and the perforation might have happened during difficulty placing the lasso nav catheter into right superior pulmonary vein. (B)(4)